Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-(B)(4).

Manufacturer narrative:
Implant and explant dates: if implanted or explanted, give date: not applicable, as the lens was inserted and removed (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the doctor noticed a little bit of blood in the patient's operative eye, and then when a za9003 +16.5 diopter intraocular lens was being implanted, the doctor encountered more blood. Therefore, the lens was removed, an anterior vitrectomy was performed and sutures were used. The patient went home aphakic and will be referred to a retina specialist. No additional information was provided.

Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 10/26/2018, device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection using magnification was performed. The lens returned with residues of viscoelastic on the optic body. Both lens haptics were observed detached. Only one detached haptic piece was returned. The condition observed is consistent with a lens that has been handling during surgical process. The reported issue could not be verified. No product deficiency was identified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no additional investigation request were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.